Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had a displacement test that functioned properly and the motor passed the motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had an xray taken with her insulin pump still on but the device was working fine during troubleshooting on (B)(6) 2013. The blood glucose at the time of the incident was 400 mg/dl. The customer was concerned about her high blood glucose level and called (B)(6) 2013 to troubleshoot. There was a low reservoir alarm in the alarm history but the high pressure test passed. Troubleshooting was performed but advised the customer that the insulin will be replaced due to of the xray exposure and the high glucose levels after the exposure. The device was returned for analysis.